Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. (B)(6). A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported failure. The safety disk was de for replacement and it was replaced. The fse performed all functional and safety checks to factory specifications. The unit passed all functional and safety tests and was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) had incorrect blood pressure reading . The drager monitor was showing mean pressure of 120mm of hg . At the same time unit was showing patient mean pressure at 181mmhg. It lasted at least 30min and it corrected itself. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Corrected DHR statement: the production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) had incorrect blood pressure reading . The drager monitor was showing mean pressure of 120mm of hg . At the same time unit was showing patient mean pressure at 181mmhg. It lasted at least 30min and it corrected itself. There was no patient involvement and no adverse event was reported.